Event description:
It was reported that during implant attempt, the lead was implanted in the lateral branch and was dislodged upon slitting. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies found. However, there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).